Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack on the knit line with the gate opposite the crack. Inspection under magnification showed no stress marks. Functional testing was performed and a leak was confirmed flowing through the crack. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified but appears to be related to an issue with the manufacturing process by a third party supplier.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack in an extension tubing at the winged connector during patient use. There was leakage but no patient harm.